Event description:
The customer states that the axsym processing cover does not remain upright and a tech was hit on the head while performing maintenance procedures. The customer states that the technician did not require medical treatment. No serious injury was reported.